Manufacturer narrative:
(B)(4). G2: foreign - event occurred in belgium. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the articular surface could not be fully seated on the tibial tray. The device was cleaned and the tibial implants were examined, however, the device still could not be seated. Another articular surface was used to complete the procedure. No adverse events were reported as a result of this malfunction.